Event description:
The customer used the device to check their blood glucose before going to bed and they obtained a reading of 48 mg/dl. They felt symptomatic and ate a sandwich and drank a glass of milk, then went to bed. They woke up three hrs later and felt shaky and were sweating. The device read 299 mg/dl. They called the paramedics and their meter read 55 mg/dl about fifteen mins later. They gave them an IV. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.